Event description:
It was reported by the affiliate that (1) er320 was used during an unknown procedure. It was reported by the affiliate that the clips would not advance. Another instrument was used to complete the case. No adverse pt outcome.